Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: review of ICD software specifications confirmed that the ICD operated as specified: in this particular circumstance where the holter is full and the ICD invokes its priority arbitration scheme for episode storage, the lowest-priority episode was deleted. At the time the event occurred, holter memories had not been reset for about 2 years, which increases the chance to reach the maximum number of episodes stored in the ICD memory.

Event description:
During the follow-up of the device involved in this report, an atp was applied (visible on surface ECG). Nevertheless, this episode was not recorded in device memory, but was listed in the therapy list. Same condition was observed the next day.